Manufacturer narrative:
An event of valve explant was reported. Information from the field indicated that the after implant it was observed that the valve was too tight and obstructing the ostia. The device was returned to abbott for investigation which revealed that the sewing cuff was noted to have a small tear. All three stent posts were normal in appearance. There were no perforations or tears observed and the cusps were mobile. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of surgical intervention was case specific where device was explanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: component code: 4755 part/component/sub-assembly term not applicable. Type of investigation: 4118 type of investigation not yet determined; investigation findings: investigation conclusions: 11 conclusion not yet available.

Event description:
It was reported that on (B)(6) 2025, a 19mm epic plus supra valve was chosen for a procedure. The device was sized correctly and implanted. Post implantation, it was observed that the valve was too tight and obstructing the ostia. The surgeon decided to explant the valve. The valve was explanted and a new 17mm non-abbott valve was implanted. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.